Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a derailed pitch cable at the proximal end. Additionally, the instrument exhibited imprecise motion during in-house testing. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument exhibited imprecise motion when the master tool manipulator (mtms) were manipulated. A lag was observed during mtm manipulation. The root cause is attributed to the derailed pitch cable. The complaint was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension.

Event description:
It was reported that during central processing, the prograsp forceps instrument was not moving properly. There was no report of patient involvement or patient injury. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event.